Manufacturer narrative:
The event occurred in china. It was stated that before surgery, the hl20 twin pump displayed the error message head. No harm to any person has been reported. According to the hl20 service manual the error head indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair. The belt with pulley found to be replaced. According to the getinge field service technician the most probable root cause was determined as due belt replacement. The belt has never been replaced (hl20 unit is 4 years old). According to the hl20 service manual (4.3 replacement of belts with pulley on tpm) it stated that the belt replacement is required after a service life over 3 years. The review of the non-conformities has been performed on (B)(6)2025 for the period of (B)(6)2020 to (B)(6)2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: head could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was stated that before surgery, the hl20 twin pump displayed the error message ¿head¿. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).